Event description:
The customer reported the system displayed error messages and locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. System operates as intended.